Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called back to answer the patient questions. The patient said they are not able to adjust programming and they are tremoring worse than they ever had before. The patient saw the physician 3 times for adjustments and it had not helped. The patient said they "got a new piece of hardware". They said their tremors could have been triggered by a fall they had 2-3 years ago and they maybe landed on it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had a loss of therapy probably 2 years ago/around 2018. Patient stated when they were initially implanted they had the ability to make adjustments to the programming, between 2.5-3.0, but now is not. Patient stated they were by a healthcare provider that they did everything they could and there isn't anything left/out of options. Patient stated they have been adjusted 2-3 times and both hands are still tremoring. Caller mentioned patient cannot write. Programming adjustments haven't been able to get patient back to the initial therapy they were getting. Patient inquired about battery longevity and mentioned letting the implant deplete "half a dozen times" but stated he was always able to charge the implant themselves. Patient services believes implant must not have reached over discharge. No other symptoms or further complications were reported. For loss of therapy probably 2 years ago/around 2018. See (B)(4).